Manufacturer narrative:
The alleged issue occurred outside of the us. A similar device is distributed by quest medical in the us. The device is expected to be returned and an investigation will be completed when the device is received. A follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue with the device. The report states that when the hospital staff opened the device package, they observed that the tensioner on the saddleloop was almost detached from the saddleloop. There were no patient complications resulting from the alleged issue.

Manufacturer narrative:
Investigation conducted showed inconsistencies in dispensing the adhesive which holds the components of the device together. The DHR review showed the device was however within specification having been subjected to a maximum tensioner break force of >1.0 ibs without failing. Quest medical has implemented a process change as a proactive measure to prevent this issue. The process improvement involves a change in the needle size of the adhesive dispensing gauge for consistent adhesive dispensing.